Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that when the battery was removed for less that 24 hours the pump did not retain the correct time. The date remained correct. The patient then developed a blood glucose in the 40-50's mg/dl range, with shakiness, dizziness, and sweating. The patient received no unusual treatment and remains on the pump. Customer support noted that the basal rate and bolus settings had been changed and attributed the excursion to training/misuse issues. This complaint is being reported as the patient experienced hypoglycemia due to use error.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2017 with the following findings: last basal delivery was on (B)(6) 2017. Unable to verify the time/date reset to default setting in the black box. Tdd history shows "out of order" dates as follows; (B)(6) 2017. Pump was exercised for 24 hrs. After 24 hrs the battery was removed for 6 hrs. The bench testing confirmed when the battery was reinserted after 6 hrs without power the time /date reset to default setting..the tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Battery compartment is cracked above and below the bumper pad.